Manufacturer narrative:
One 7f, quadripolar, medium curl, xls, livewire tc ablation catheter was received for evaluation. The device was returned due to char and an ablation issue. No char was noted on the catheter. The catheter met specifications for electrical and temperature testing; however, a short circuit was detected between electrode 1 and conductor wires 3 and 4. Dissection revealed that the flat wire insulation was torn and the insulation for conductor wires 3 and 4 were abraded in the same location, consistent with the short circuit detected. The cause of the short circuit could not be conclusively determined.

Event description:
This report is to advise of a short circuit noted during analysis.